Manufacturer narrative:
Omit : a1402 - excess flow or over-infusion (1311), the actual date of event is unknown. (Manufacturer narrative) additional information : age at time of event, age unit, date of birth, sex, weight, weight unit, date of event, describe event or problem, other relevant history, concomitant med prod/dates, FDA notified?, report source, report source other, imdrf annex a grid, imdrf annex b grid, imdrf annex g grid and manufacturer narrative. A review of the complaint history for this serialized unit did not confirm similar complaints, based on the same or related failure mode for this event. A review of the device history record was performed from the date of manufacture to the date of product release for distribution which confirmed that this device was not involved in a production failure which correlates to the customer reported issue.

Event description:
A copy of copy of the FDA sus voluntary event report form mw5102729 was received which states: " (B)(6) yo f received 25,000 units of heparin in approx. 2 hours. B pt transferred to csmc from (B)(6) for hloc r/t migrated embolization coils in the right pulmonary artery hx of pelvic congestion syndrome s/p coil embolization of left internal iliac ((B)(6)), sciatica secondary to pelvic congestion, asthma and lupus pt was discharged to home on (B)(6) 2021 a heparin infusion started at 1933 at rate of 14 706ml/hr at 2139, rn noted "air in line" and bag was empty pt was stable and required no intervention related to event pump was sequestered and evaluated by clinical engineering platen inside door was broken off bottom hinge FDA safety report ID # (B)(4)." It was reported that heparin infusion was started at 1933 to run at a rate of 14.706ml/hr. However, at 2139, the pump alarmed air-in-line and the medication bag was found empty. The patent was stable and required no intervention related to the event. It was noted that the platen was broken off by the nurse and stated that the door was stuck. It is unclear if the platen hinge was broken prior to use. There was patient involvement and no direct harm to the patient. The patient was discharged home.

Manufacturer narrative:
Omit: a26 - insufficient information (3190), g07001 - part/component/sub-assembly term not applicable. Additional information: concomitant med prod data (1), device return to manuf .?, device eval by manufacturer?, if other specify, imdrf annex a,b,c,d and g codes and manufacturer narrative. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : not applicable. Device evaluated by bd.

Event description:
A copy of copy of the FDA sus voluntary event report form mw5102729 was received which states: " (B)(6) yo f received 25,000 units of heparin in approx. 2 hours. B pt transferred to csmc from (B)(6) for hloc r/t migrated embolization coils in the right pulmonary artery hx of pelvic congestion syndrome s/p coil embolization of left internal iliac ((B)(6)), sciatica secondary to pelvic congestion, asthma and lupus pt was discharged to home on (B)(6) 2021 a heparin infusion started at 1933 at rate of 14 706ml/hr at 2139, rn noted "air in line" and bag was empty pt was stable and required no intervention related to event pump was sequestered and evaluated by clinical engineering platen inside door was broken off bottom hinge FDA safety report ID # (B)(4)." It was reported that heparin infusion was started at 1933 to run at a rate of 14.706ml/hr. However, at 2139, the pump alarmed air-in-line and the medication bag was found empty. The patent was stable and required no intervention related to the event. It was noted that the platen was broken off by the nurse and stated that the door was stuck. It is unclear if the platen hinge was broken prior to use. There was patient involvement and no direct harm to the patient. The patient was discharged home.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Device was not returned to manufacturing facility.

Event description:
It was reported that heparin infusion was started at 1933 to run at a rate of 14.706ml/hr. However, at 2139, the pump alarmed air-in-line and the medication bag was found empty. The patent was stable and required no intervention related to the event. It was noted that the platen was broken off by the nurse and stated that the door was stuck. It is unclear if the platen hinge was broken prior to use. There was patient involvement but no patient harm.